Event description:
Revision case from a total to a reversed; original date of surgery on (B)(6) 2011. This is severe poly wear occurring at 2 years post-op in (B)(6) relatively low demand patient.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.